Manufacturer narrative:
Results - load cell.

Event description:
It was reported by service report that the scale system would not weigh the patient. It is unknown if there was patient involvement or if there are adverse consequences to report.